Manufacturer narrative:
Method: = device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a transcatheter heart valve was placed in a surgical valve (valve-in-valve) after an implant duration of ten (10) years, four (4) months. As reported, the reason for re-operation was due to severe aortic stenosis (mean gradient = 40 mmhg). The transcatheter heart valve was implanted with no complications and the patient was transported to the ICU in stable condition.